Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a check iab catheter alarm and was unable to resume pumping. The customer stated that leak in iab circuit alarm had also been generated. They had been trying to restart pumping for 20 minutes. A chest film was ordered stat and a physician had been called for possible removal or replacement. The insertion site was noted to be femoral and no blood was seen in the helium tubing. The customer began troubleshooting by pressing the fill key, and dropping the augmentation multiple bars without success. The patient was then slightly log rolled, and the customer used a gloved hand to apply a small amount of pressure to the hub of the sheath. The fill key was pressed and pumping then resumed. Once the customer removed their hand from the hub the pump alarmed again. They stated that they could not locate the iab on the chest x-ray at all. The physician was at the bedside and they will remove the iab. They were unsure if a new iab would be inserted. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).